Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-05063. It was reported the patient has been receiving ineffective therapy due to receiving stimulation in an unintended area. In turn, the patient decided to deactivate stimulation and plans to undergo surgical intervention to address the issue.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2017-05063. Follow-up revealed the patient underwent surgical intervention. During the procedure, the doctor decided to explant/replace one of the patient's leads and reposition the other. Surgical intervention resolved the patient's issue. Note: both leads are being reported as explanted because it's unknown which device was replaced.